Event description:
It was reported the patient received received inappropriate therapy due to t-wave oversensing. Reprogramming was done. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device showed t-wave oversensing.